Event description:
Valve was explanted due to incomplete opening of the leaflets and the pt developed cardiac failure. At explant, pannus was observed to be formed entirely around the carbon orifice as well as around the pivot guards "within the leaflets." Significant calcification was also observed.